Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the radial artery. The 90% stenosed target lesion was located in the moderately tortuous and calcified left anterior descending artery. This 8mm x 4.0mm maverick balloon catheter was selected for post-dilation and was advanced to the lesion without resistance. Once to the lesion, the balloon was inflated 18atms 3 to 4 times. On the fourth, inflation ruptured after being inflated for 20 seconds. The device was removed from the patient intact. After the balloon rupture, ivus was performed which confirmed that there was no damage to the vessel and then the procedure was complete. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the radial artery. The 90% stenosed target lesion was located in the moderately tortuous and calcified left anterior descending artery. This 8mm x 4.0mm maverick balloon catheter was selected for post-dilation and was advanced to the lesion without resistance. Once to the lesion, the balloon was inflated 18atms 3 to 4 times. On the fourth, inflation ruptured after being inflated for 20seconds. The device was removed from the patient intact. After the balloon rupture, ivus was performed which confirmed that there was no damage to the vessel and then the procedure was complete. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
A magnified examination of the returned complaint device revealed no damage to the catheter. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall on the distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).